Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise, oversensing and inappropriate shock. This device has a history of smart pass disabled due to transient drop in r waves. At the time of the inappropriate shock, the patient reported sitting hunched over, with an ipad sitting on the proximal electrode. Physician reported performing isometrics. In the primary section noise could not be recreated. In secondary section myopotential noise was seen, and noting increased noise when patient pushed themselves out of bed. X-ray imaging were performed. A technical service consultant reviewed device data and provided programming recommendations. Also noting x-ray images show electrode is positioned a little high. Ts recommended checking device location. The device remains implanted. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. New information was received that a revision procedure was completed. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The device has been returned, and analysis completed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise, oversensing and inappropriate shock. This device has a history of smart pass disabled due to transient drop in r waves. At the time of the inappropriate shock, the patient reported sitting hunched over, with an ipad sitting on the proximal electrode. Physician reported performing isometrics. In the primary section noise could not be recreated. In secondary section myopotential noise was seen, and noting increased noise when patient pushed themselves out of bed. X-ray imaging were performed. A technical service consultant reviewed device data and provided programming recommendations. Also noting x-ray images show electrode is positioned a little high. Ts recommended checking device location. The device remains implanted. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. New information was received that a revision procedure was completed. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. At this time the device is in process of being returned. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise, oversensing and inappropriate shock. This device has a history of smart pass disabled due to transient drop in r waves. At the time of the inappropriate shock, the patient reported sitting hunched over, with an I-pad sitting on the proximal electrode. Physician reported performing isometrics. In the primary section noise could not be recreated. In secondary section myopotential noise was seen, and noting increased noise when patient pushed themselves out of bed. X-ray imaging were performed. A technical service consultant reviewed device data and provided programming recommendations. Also noting x-ray images show electrode is positioned a little high. Ts recommended checking device location. The device remains implanted. No additional adverse patient effects were reported outside of the inappropriate shock the patient received.